Event description:
A malfunction on the pump was reported by the caller, displaying a malfunction code of malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with pump reset instructions and assisted in resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump, with instructions to call back if the issue reappeared.